Event description:
The iab was inserted into the pt on 11/28/96 at 6:00 p.m. And removed on 12/01/96 at 11:00 a.m. The iab did not malfunction. As a result of the event, the pt had thrombocytopenia and decreased hemoglobin. (Event complications: thrombocytopenia/decreased hemoglobin- ) reported 7/7/97. (Pt's current status: discharged-rpt'd 7/7/97).